Manufacturer narrative:
Result: the actual needle was visually examined at the facility. Needle holder or hemostat teeth marks are seen at the tip extending to the broken end. Conclusion: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.

Event description:
Customer reported that a needle broke during an unspecified procedure. No adverse patient consequences were reported.